Manufacturer narrative:
(B)(4). Citation: ann thorac surg 2017;104:e319¿20. Http://dx.doi.org/10.1016/j.athoracsur.2017.05.012

Event description:
It was reported in a journal article (tracheal compression caused by a hematoma after redo aortic root replacement) that the patient developed a pseudoaneurysm of the aortic root. Redo aortic root replacement was performed on an elective basis. After completing redo aortic root replacement, bleeding was observed from the needle holes of the prosthetic graft in the suture line of the aortic root and coronary arteries. Absorbable hemostat was used as a topical hemostatic agent and bleeding was controlled. The patient¿s chest was closed, and was transferred to the intensive care unit. The next morning, the patient was easily weaned from the mechanical ventilator. Soon after extubation, his coughing and inspiratory effort increased, resulting in desaturation and stridor. An emergent CT scan showed severe obstruction of the tracheal bifurcation. It gradually became difficult for the patient to breathe, and oxygen saturation decreased. The patient was reintubated and an emergent operation was performed. During re-exploration, the cause of the respiratory distress was external compression caused by a hematoma located at the anterior surface of the tracheal bifurcation, which formed around the packed absorbable hemostat. The packed surgical was left in the surgical field as a hemostatic agent to absorb blood, and it expanded into a large mass. From the posterior side of the aortic root, a considerable hematoma around the packed absorbable hemostat was removed. The patient was extubated 1 day after reexploration, and had good respiratory status with no clinical symptoms of tracheal compression. The patient recovered to a good condition, and the postoperative CT scan showed complete relief of tracheal obstruction.